Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient¿s far vision is very poor and could not see clearly. Additional information received states that the patient¿s eye pressure was increased and vision was blurred. Event date or date when this happened is unknown. Visual acuity after the implantation of the original lens is near j4 , far 0.4. Patient had difficulty in all her daily life activities. Explant was performed and replaced with a new alcon monofocal iol. Explanted iol was not available for return. No further information available